Manufacturer narrative:
The device alarmed prime during basic occlusion test due to faulty force sensor resistor. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The device was received with normal operating currents and passed unexpected restart error test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 169 mg/dl. Troubleshoot was performed. Customer received the alarm after replacing a battery in the insulin pump. Customer states the drive support was normal. Customer states insulin pump was not bumped or dropped prior compromised force sensor system. The force sensor did not detect the reservoir while seating. Customer heard weird sound during rewinding and the sound displayed error code. The customer had stopped priming after hearing the weird sound. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump was returned for analysis.